Event description:
A male patient underwent a therapeutic srcp procedure with placment of a metal biliary stent. After successful stent placement, an area close to the pappils was determined to have a potential risk for bleeding. A resolutin clip device was inserted and deployed to this area. Immediately upon deployment, the clip was noted to have opened and detached from the intended site. The procedure was successfully completed utilizing an argon plasma coagulation unit.the patient did not sustain an y known complications as a result of the deployment issue.